Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was then discharged and then then returned to the ER later the same day and was admitted to the hospital, cause was unknown. Additionally, it was reported that air bubbles were observed. Customer declined troubleshooting from tandem technical support. No additional information was provided.